Event description:
It was reported that during the initial implant procedure, high pacing impedance was noted on the left ventricular (lv) lead prior to connection to the device. Once connected to the device, normal pacing impedance was noted. Diagnostic imaging was performed and an anomaly was observed via x-ray on the mid 2 electrode of the lv lead, however, no anomaly of the lv lead was visually observed. The lv lead remained implanted. During a follow up, an increase in pacing impedance was noted on the lv lead. Additionally, ventricular ectopic beats (ve) were noted during mid 2 to can pacing, suspected to be due to scaring of the patient. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.